Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that crosstalk was observed when sensing was evaluated. It was further reported that rising impededance and threshold were observed. The device was explanted and replaced. No patient complications have been reported as a result of this event.